Event description:
As reported by the edwards clinical specialist (fcs), during the valve deployment, the 26mm sapien valve was deployed in a 95:5 aortic position with moderate paravalvular leak resulting. The surgical team determined a second valve was required. During the advancement of the second sapien valve across the annulus, the first valve was dislodged and was pushed into the ventricle. The second valve was deployed 60:40 with no central or paravalvular leaks. The wire was left in place to hold position for the first valve. The patient was placed on bypass and his chest was opened. The dislodged valve was removed through the second valve. Following the procedure, the patient was transferred to (B)(6) in stable condition. Per the discussion between the edwards fcs and the physicians following the tavr, procedural factors may have contributed to this event: rushed inflation of the first valve, and not withdrawing and repositioning the catheter when the delivery system did not advance smoothly during the placement of the second valve.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (e.g. Valve inflation speed and catheter positioning) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.